Event description:
The customer reported that the battery is not recognized by the defibrillator, cannot be calibrated, and does not allow the defibrillator to turn on. There was no adverse patient impact reported.